Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell four of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the caregiver with ending therapy. The patient will perform continuous ambulatory peritoneal dialysis to complete therapy. The technical service representative reviewed proper procedures with the caregiver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: one actual used sample (product code r5c4479c, lot h16a17046) was received for analysis along with 4 solution bags. Visual inspection was performed with naked eye and magnification and identified a hole in the solution bag at the main seal. The r5c4479c product met product specifications. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function and device-device interaction testing (sample ran on machine) with and without the leaking solution bag. Leak testing performed with the leaking solution bag attached revealed a leak through a hole in the solution bag at the main seal. A system error 2240 was noted during dwell 4 of 5 with the leaking bag. The leaking solution bag was removed and the remaining sets ran with no issues. No other leaks were noted. The r5c4479c product met product specifications. The reported issue of a leak in the cassette was not verified.  A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. The leak in the solution bag is addressed in (B)(4).